Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 400mg/dl. The customer had no any symptoms and treated with treated syringes. Customer reported that the high blood glucose levels. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer also stated that the displacement test was passed and insulin was exited. Troubleshooting was done for high blood glucose level. The product was not returned for analysis.